Event description:
The sales rep reported that during a shoulder procedure the black shaft of the wand of the customer's vapr premiere 90 degree suction electrode was flaking off in the patient's joint. The sales rep reported that the surgeon stopped using the device immediately. The sales rep reported that the surgeon removed all the debris with the shaver and confirmed no debris was left in the patient¿s joint. The sales rep stated that the device was not near metal and that the electrode is not a reprocessed device. She stated that the generator settings were set at default. The surgeon completed the procedure with another like device with no patient consequences or delays. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and examined under magnification. The insulation coating is melted right above the active tip, confirming this complaint. Visual observations also revealed nicks and marks on the shaft consistent with coming into contact with sharp metal instruments. This type of failure has been attributed to instrument coming in contact with other instruments that produce heat during operation. Other than this possibility, we cannot determine a root cause for this failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. A root cause for the user to have experienced this failure cannot be determined. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure the black shaft of the wand of the customer's vapr premiere 90 degree suction electrode was flaking off in the patient's joint. The sales rep reported that the surgeon stopped using the device immediately. The sales rep reported that the surgeon removed all the debris with the shaver and confirmed no debris was left in the patient&#62688;joint. The sales rep stated that the device was not near metal and that the electrode is not a reprocessed device. She stated that the generator settings were set at default. The surgeon completed the procedure with another like device with no patient consequences or delays. The device will be returning for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.